Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. The filter has not been returned for evaluation to date. The investigation is currently underway.

Event description:
It was reported that the patient was injured by a "defective" ivc filter. Additional information was received: it was reported that one arm of an ivc filter detached from the rest of the filter and remains along the left lateral and posterior wall of the ivc. Approximately 39 months post implant, the filter was removed without incident. An attempt to retrieve the detached filter arm was not performed.